Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed loss of capture. Additional information obtained from the field representative indicates that the sensing function of the lead worked well. The patient is not pacer dependent which means that there were no pauses due to loss capture. The patient was upgraded to a bi- ventricular ICD and no intervention was performed with the rv lead. Subsequent information received which indicated that this rv lead exhibited recurrent loss of capture at maximum output with the new device and was found to be dislodged. The physician opted to implant a new lead as replacement instead of repositioning the lead. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided